Event description:
It was reported to philips that the system shutdown and was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that system shuts down after starting up. After reviewing log fse found, malfunction on internal ups. As part of the troubleshooting process, the fse found that system shuts down after starting up. The part analysis of x ray pc returns for failure analysis and main suspected failed component x-ray pc. To resolve the problem, fse replaced the x ray pc. After replacing the x ray pc, system returned to use in good working order. The codes were updated based on the investigation outcome.